Event description:
The manufacturer received information alleging difficulty in breathing/shortness of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient was alleging difficulty in breathing/shortness of breath. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Device booted successfully and provided airflow using a known good dc power supply and ac cord. Water ingress was observed at p4. Dust/dirt around the air inlet and on the outside surface of the top enclosure. Grey film contaminant on the front panel. Water ingress in the blower box. Dark contaminant found at blower seal on blower box. The device's event logs were downloaded and reviewed. No errors were logged. Investigation can confirm the presence of orange contaminant surrounding p4 consistent with water ingress observed. Dust/dirt contaminant around the air inlet and on the outside surface of the top enclosure was found. There was a grey film contaminant on the front panel. Evidence of water ingress was found in the blower box. There was black contamination, consistent with keratin, at the air outlet of the blower box, consistent . No evidence of sound abatement foam degradation and breakdown was observed. Section d8, d9, h2, h3 and h6 has been updated.